Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient self-treated with 7 units of insulin based on an expected intake of 100 grams of carbohydrates. The patient only consumed 60 grams and due to this the insulin intake was too high, which caused the patient to lose consciousness. At the time of the hypoglycemic event the patient´s cgm reading would have indicated a low cgm reading, but no urgent soon alert had sounded when the patient´s blood glucose reading dropped below 3.6 mmol/l. The patient remained unresponsive for approximately six hours and regained consciousness independently. When the patient regained consciousness, they returned to sleep for an additional 40 minutes. No treatment was reported, and it was not documented that the patient sought medical help. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the patient self-treated with 7 units of insulin based on an expected intake of 100 grams of carbohydrates. The patient only consumed 60 grams and due to this the insulin intake was too high, which caused the patient to lose consciousness. At the time of the hypoglycemic event the patient´s cgm reading would have indicated a low cgm reading, but no urgent soon alert had sounded when the patient´s blood glucose reading dropped below 3.6 mmol/l. The patient remained unresponsive for approximately six hours and regained consciousness independently. When the patient regained consciousness, they returned to sleep for an additional 40 minutes. No treatment was reported, and it was not documented that the patient sought medical help. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was determined to be the mobile device lost power. No additional event or patient information is available.

Manufacturer narrative:
Product registration - correction. D4 catalog no - correction. Primary UDI number - correction. H2 correction. H6 component code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.